Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va05t1d, implanted: (B)(4) 2013, product type: lead. (B)(4).

Event description:
It was reported that compatibility guidelines were requested for the following: MRI. The area to be scanned is shoulder. The patient noted that the MRI was not related to her device. The patient had surgery on her shoulder in (B)(6) 2010, before she was implanted with the interstim therapy. The patient was told that the surgeon beveled the bone when doing the scope and did the surgery wrong. The patient's hcp (healthcare provider) said the x-ray didn't show enough detail. The MRI was scheduled for this afternoon. Part of why her shoulder has issues is because she cannot lay flat on her back. Compatibility guidelines were requested for the following: other medical procedures like injection of steroids into the lumbar vertebrae. The patient mentioned that she has a fusion of her l2-l5 vertebrae and that is why she uses tens units and gets injections. Additional information received noted that physical therapy told the patient that lead was protruding, patient was examined and lead is not protruding. Hospitalization was not required. Patient outcome was noted as no injury. Summary of clinic note (B)(6) 2014: patient with complaints of "wire coming out of my back where the incision was as well as couple episodes of feelings of electric shock". The patient went to see her physical therapist who told her that there was a wire sticking out of her back. She thought she had an extrusion of her implant. On close inspection, there are no abnormalities of her implant and no extrusion of wires. The healthcare provider turned the implant back on and the patient felt stimulation at 1.0.